Event description:
Caller reported alarm 25, which indicated that the cartridge was removed during pumping. The customer's blood glucose level was displayed as "high," but a specific value was unknown. There was no indication of adverse impact. The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support educated the caller about the alarm, and the caller acknowledged understanding of the issue.